Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on further review by edwards lifesciences engineering. The following sections of this report have been updated: h6 investigation conclusion code "40 - cause traced to another device" changed to "44 - cause linked to device but unable to trace more specifically", additional information added to h10. A corrective action preventative action (CAPA) determination was initiated to capture CAPA decision assessment.

Manufacturer narrative:
Investigation is ongoing. H3 other text : the device was discarded at the hospital.

Event description:
As reported by an edwards lifesciences field clinical specialist, the balloon of a 23mm commander delivery system began to expand more quickly at the proximal end than the distal end during valve deployment in the aortic annulus. The "dog-bone" effect could still be observed, but the proximal portion of the valve expanded quicker than the distal portion. Then, the in-flow side of the valve appeared to pop open quickly. Per review of the imagery received, the valve was not fully aligned between the markers when deployed. Per the field clinical specialist, the physician torqued the delivery system slightly to correct parallax across the valve. Minor manipulation was made to the pusher before the valve was deployed. The valve was deployed in the appropriate anticipated placement. There was no patient injury.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional codes added to h6 type of investigation, corrected codes in h6 investigation findings, corrected codes in h6 investigation conclusions, also additional code being added to h6 investigation conclusions is "40 - cause traced to another device". The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided for review, and the following was observed: calcification present in the landing zone, and the right femoral access to bifurcation transition appears to be undersized, tortuous, and calcified. Video of the procedure under fluoroscopy was evaluated and the following was observed: - crimped transcatheter heart valve (thv) observed to not be properly between the valve alignment markers prior to deployment. - during deployment, the balloon is observed to initially inflate from the proximal shoulder and almost reached full inflation before the distal side started to inflate. - balloon eventually achieved full inflation and valve was implanted successfully in target location. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. It was confirmed by review of the provided imagery that the valve was not aligned between the markers when deployed. However, no manufacturing non-conformance was identified during the evaluation. Per the training manual, "before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker". Per imagery review, the valve was not aligned prior to valve deployment. Despite the valve not being aligned between the markers, the user decided to deploy the valve. As such, available information suggests that use error may have contributed to the complaint event. The inflation difficulty of the delivery system balloon was confirmed through provided video. The provided video shows the valve initially deployed asymmetrically but was eventually able to fully deploy while a review of the DHR, lot history, complaint history, manufacturing mitigations, IFU and training manuals did not provide any indication that a manufacturing and/or labeling non-conformance would have contributed to the complaint, investigation shows that the reported event may be related to the sheath distal tip torn resulting in device interactions. To further investigate and assess the potential risk associated with the issue, a product risk assessment was initiated. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. However, a product risk assessment was initiated to further assess the issue.